Manufacturer narrative:
The device is available for return. A follow up report will be filed once the quality investigation is complete. Awaiting product return.

Event description:
It was reported that during sterile processing for the attachments, 2 burs broke along the shaft. It was also reported that there was no patient involvement and no adverse consequences as a result of this event.

Event description:
It was reported that during sterile processing for the attachments, 2 burs broke along the shaft. It was also reported that there was no patient involvement and no adverse consequences as a result of this event.

Event description:
It was reported that during sterile processing for the attachments, 2 burs broke along the shaft. It was also reported that there was no patient involvement and no adverse consequences as a result of this event.

Manufacturer narrative:
A follow up report will be filed once the quality investigation is complete.

Manufacturer narrative:
The quality investigation is complete.